Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +06.50 diopter, into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens was too long. It was the surgeons preference to change the lens size. The lens was replaced with a shorter lens and the problem was resolved. The status of the eye was good and the patient is happy.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4) this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).